Event description:
The cor pak feeding tube was inserted in the patient and a x-ray was taking to check for placement. Radiology called to say the feeding tube was in the lung. The feeding tube was removed. Just after the tube was removed, the patient spo2 was low and he got hypotensive. A chest tube was placed for pneumothorax. Patient was intubated and transferred to rmicu. Where life saving measures were taking. The patient passed away in 2006.